Manufacturer narrative:
Additional information received on 13sep2019 indicating that the patient was a 68-year old male. Both devices were said to have slipped. The a-1114 (021867) was mentioned in the safety report so the customer believed this was the c-clamp, which created the laceration. The surgeon did place a few sutures to the laceration and placed bacitracin ointment on the laceration. The laceration had 2 -3 sutures applied. The patient was discharged on (B)(6) 2019.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. General maintenance and cleaning required. The device was manufactured in 2010 and it exceeds its expected life of 7 years. The complaint was not confirmed. The definite root cause could not be reliably determined. Most probable root causes outlined in the risk management file: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure. Device identifier (B)(4). Linked to mfg report number: 3004608878-2019-00229.

Event description:
This is 1 of 2 reports. It was initially reported on 02aug2019 of an unknown issue with two a1114 mayfield infinity skull clamps. Additional information was received on 19aug2019 and 27aug2019 stating that the surgeon had a case of posterior laminectomy and removal of lesion, decompression of spinal cord c3-c4 procedure on (B)(6) 2019. The surgeon placed the first (1st) a1114 mayfield head frame into the patient's head. They flipped the patient and noticed that the device slipped while the patient was in the prone position. The patient was placed back to the stretcher and they removed the device to inspect it. A second a1114 mayfield infinity skull clamp was used but it also had the same problem. A laceration was noted in an unspecified location. It was unknown whether the first skull clamp or the second skull clamp caused the laceration. There was a 30 minute delay in the procedure. There was no adverse consequences due to the delay. The surgeon sutured the lacerated wound.